Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the perforation and loss of sensing could not be conclusively determined.

Event description:
During an ICD implantation, the rv lead perforated the apical tissue in the rv and could no longer sense a signal. The rv lead was explanted and replaced. The patient is doing well.